Event description:
A customer contacted beckman coulter, inc. (Bci) in regards to erroneously elevated troponin (accutni) results, above the ami cutoff, generated by access 2 immunoassay system for one (1) patient. The results were reported out of the laboratory, but did not fit the clinical picture of the patient. Repeat analysis of the patient's samples still produced results above the ami cutoff, while repeat testing on an alternate method gave lower results within the normal reference range. The patient did have an echocardiogram and ECG performed as a result of the elevated accutni results.

Manufacturer narrative:
Sample collection and centrifugation, qc and system check data have not been supplied to date. The customer sent out patient samples to bci for investigation. Investigation on the samples has not been completed to date. Service was not dispatched for this event. A definitive root cause for this event has not been determined.